Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, reduced cardiopulmonary reserve, and cancer, eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. There was no medical intervention required by the patient. No additional information can be requested at this time.